Manufacturer narrative:
(In g2 unmark distributor). It has been over 11 years since the subject device was manufactured.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The return device was inspected by olympus, and the e216 was not able to be reproduced. However, an e31 and e218 was confirmed. Based on the result of the investigation, it is probable that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the reported events. The events can be detected by following the instructions for use (IFU): instructions, operation manual, chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the reported events. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the deflectable videoscope was connected to the video system center, an e216 scope communication error was received. The issue occurred during preparation for use for a therapeutic laparoscopic right inguinal hernia procedure. The procedure was completed using a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.